Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were low out of range impedances. Impedances were <(><<)>50 on several electrodes. It was noted that the stimulation was fine on the table but an out of range (oor) was seen. It was also noted that the manufacture representative would attempt to program around the shorted combinations. It was later reported that no lead fractures were noted and the unaffected contacts on lead one were used. It was further reported that no intervention was needed but the patient chose not to move forward with therapy for reasons not related to issues with equipment.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).